Event description:
No additional information.

Manufacturer narrative:
Video and photo received by our quality team for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Testing was performed on retained samples, results verified amount of silicone was with the required limits. A device history review was performed for reported lot 4137623, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 4137623 and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 20ml ll s/su had visible droplets. The following information was provided by the initial reporter translated from portuguese to english: the nurse on duty observed the presence of excess internal lubricant in the syringe at the time when opening the package of the bd luer-lok tip 20ml hypodermic syringe without needle. It was immediately communicated to the hospital infection control sector and the pharmacy coordination. The excess of the lubricant in the material is observed and verified, and it can be notified for resolution of the adverse event. There was no harm to the patient or health professional. The syringes in the batch are being used, but those with excess internal lubricant are being discarded and not used.